Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump would deliver anesthesia medication at an inaccurate flow rate. During one occurrence, an inaccurate volume of phenylephrine was being infused and there were no alarms to alert the clinician that the flow was below the intended rate. During another occurrence, propofol was being infused, and the device had an inaccurate flow rate; however, the issue was resolved by reloading the set. This occurred during the delivery process in the operating room department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was received for evaluation. During functional testing, the flow rate accuracy test was performed. The infusion tests were completed without any issues or alarms. No occlusions occurred. The infusion accuracy was within range. The event history log review showed downstream occlusion alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.